Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient reported managing her diabetes with levemir insulin (26-28 units each night) and novolog insulin (self adjusting, 3 times a day, based on blood glucose results). The patient mentioned that she tests her blood glucose 3 times a day and that her normal results are between 90-110 mg/dl. The told the mss that she continued her normal diabetes management despite the alleged issue starting including the levemir dose (on evening of (B)(6) 2012) and novolog insulin (with dinner on (B)(6) 2012 and breakfast on (B)(6) 2012). The patient stated that the alleged issue began on (B)(6) 2012 at 6:30 p.m. The patient claimed she obtained a blood glucose result of "201 mg/dl" with the subject meter, which she felt was inaccurately high compared to her normal results and because, she was not experiencing any symptoms at the time she tested. The patient stated that she gave herself an increased dose of novolog insulin based on the "201 mg/dl result." The patient claimed that at about 2 p.m. On (B)(6) 2012, she obtained a blood glucose result of "54 mg/dl" which she thought was low because, she was not symptomatic at the time and had just consumed lunch. However, the patient stated that she developed symptoms of "sweaty and jittery" which she associated with low blood glucose, while she was on the phone (about 4:30 p.m.) With lfs's customer care advocate (cca). The patient claimed that she treated herself with ½ of a banana while she was on the phone with the cca and then with additional food after the call ended. The patient told the mss that the symptoms abated within an hour of eating. The patient said that she was unsure if the symptoms developed due to her meter allegedly reading high and subsequently administering an increased dose of insulin (the night before and at breakfast time) or if it was due to possibly consuming less food throughout the day. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement. The cca documented that the patient did not have the test strips that were used during the alleged issue at the time of troubleshooting so it is unknown if they were expired or in good condition. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly increased her insulin due to the inaccurate high readings and developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (8/6/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.